Event description:
Allegedly incorrect screw in package and prolonged surgery.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of files, we determined this incident to be reportable. MFR recall ref # 1043534-2810-001r.